Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR :26may2019. A touchscreen user interface assembly was returned to the fi(failure investigation) lab for evaluation. A visual inspection was performed and revealed small scratches in upper center of screen. An investigation was performed and the reported issue was duplicated. The touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report; 04march2019. Reporter phone number unknown. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the touchscreen was unresponsive. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.